Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist remoted into the station and restarted the application, after which the user was able to successfully issue the item on a subsequent attempt as it was conformed as a production incident (B)(4). The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed while attempting to issue the item fentanyl 25 mcg patch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.